Event description:
Philips received a complaint on the dfm100 device indicating that the internal paddles are worn out and broken. There was no patient involvement. The fse evaluated the device remotely. It was determined that the internal paddles are worn out/broken, the replacement for which was recommended by the rse. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was worn out/ broken paddles. The reported problem was confirmed. The customer was recommended to purchase the replacement for the internal paddles to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.